Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while attempting to deliver a bolus. The patient's blood glucose was 333 mg/dl. The customer changed out the infusion set but not the reservoir. No troubleshooting was performed before the customer disconnected the line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.